Event description:
It was reported that in the past month a pt underwent a ptosis procedure and suture was used. The pt developed suture disintegration, pustules and oozing along the suture line. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived form the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.